Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure took place on (B)(6) 2012 due to the loosening of the stem and bone fissure.